Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-01682. It was reported that the patient presented for a follow up in clinic. It was observed upon interrogation that intermittent under-sensing of p waves was present on the atrial lead and there was no capture on the right ventricular lead at maximum output. A procedure to re-position the leads was scheduled during which outer insulation abrasions were noted on both leads. The leads were explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of ¿intermittent under sensing¿ and ¿abrasions of the outer insulation¿ were confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Visual inspection of the lead found clavicle crush [18.0 cm to 18.6 cm from the connector pin] in the middle region of the lead that damaged the outer and inner insulation which caused intermittent shorting between the outer and inner coil conductors. The cause of the reported events was isolated to clavicle crush damage to the inner and outer insulation.